Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient¿s reported hospitalization and diabetic ketoacidosis. The reporter was unsure if the cannula was properly seated in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44: warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
Patient¿s mother reported that her daughter¿s blood glucose (bg) levels reached 27.7 mmol/l (499 mg/dl) while wearing the pod between 4 and 24 hours on the arm. The patient woke up with a fever and was vomiting. Once her bg levels started rising, they removed the pod and noticed the cannula ¿never went all the way in¿. Furthermore, an indent was observed on the patient¿s skin (where the cannula was laying). Patient was taken to the hospital where she was admitted and treated for high bg levels. The patient was officially diagnosed with diabetic ketoacidosis (dka). In addition, traces of ketones were reportedly present. The patient was treated with intravenous fluids and an insulin drip. She was also provided tylenol to treat the reported fever.